Event description:
On (B)(6), 2026, a patient underwent stent placement procedure using a venovo device via jugular access in the right external iliac vein. During the initial procedure 3 cm of the stent was released normally without any friction or resistance. Suddenly, the wheel on the handle began to spin freely, and it was no longer possible to deploy the remaining portion of the stent. The handle was then forcefully opened, and by pulling on the metal component at the front, the stent was fully deployed. It was suspected that the internal thread within the handle was damaged. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.